Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, indentations; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good and trocar/anvil fit, good. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd with several indentations on the knife. It appears as if the instrument was possibly fired across multiple hard objects such as clips or components from the purse string device. The instrument was reloaded and fired. Despite the damage to the knife, the instrument fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident. Co strives to undertand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the device fired with the indicator set in the mid-green range. The doughnuts were formed but staples were malformed. The anastomosis fell apart. A rectal stump was created with a tl60 and a competitors purse string device. Another anastomosis was performed to complete the procedure.